Event description:
Reports that nursing will not get typical blood "flash" when catheter is in the vein. Only when the needle is completely removed does the blood fill the tubing. In other circumstances, tubing will fill with blood but when the vacutainer is connected, blood will not go into the tube. Nursing attached the cap and then insert the vacutainer which did result in blood collection. Nursing thinks problem with vacuum on IV.